Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The result around 11 am from the meter was >8.0 inr. Within one hour, the result from the laboratory was 4.2 inr. The laboratory reagent was requested but was not known. There was no allegation of an adverse event. The patient was not anemic or polycythemic, not on heparin therapy, did not have antiphospholipid antibodies, did not use direct thrombin inhibitors, had no other medication changes, no dietary changes, no illness, and no additional symptoms of a high inr. The therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.